Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2020-22800. Reference MFR. Report#: 1627487-2020-22801.

Manufacturer narrative:
Complete event and patient information were unable to be obtained. The date of event and date of explant are estimated to be the year of 2017. Concomitant medical products and therapy dates: model: 3186, therapy date: estimated to be the year of 2017 and model: 3186, therapy date: estimated to be the year of 2017. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2020-22800; reference MFR. Report#: 1627487-2020-22801. It was reported the patient's scs system was explanted and replaced with a competitor's device for an unknown reason.